Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed no delivery and had a bent cannula on infusion set. Blood glucose was 323 mg/dl at the time of incident. During troubleshooting on no delivery customer stated that the alarm was resolved by infusion set and reservoir changed. The customer also had a high blood glucose of 400 mg/dl last (B)(6) 2017. Customer treated with manual injection. No symptoms related to high blood glucose was reported. Customer stated that she has not contacted her healthcare professional regarding the high blood glucose event due to customer is currently changing insurance. Advised customer that replacement infusion set will be sent. The customer did not troubleshoot and did not send the product back for analysis.